Event description:
It was reported that the insulin pump alarmed and customer has been running high. When changing the reservoir, she notice that reservoir compartment is very wet. The blood glucose reading is 323 mg/dl. Customer has treated with manual injection. Reservoir is leaking from the bottom of the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.